Event description:
The customer was hospitalized for high bgs and dka. It was reported that the customer had nausea and was vomiting. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Explained to customer the two high bg rule. Instructed customer to call back when the clamp arrives to perform the high-pressure test.